Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a time of pyxis unit is incorrect. Currently showing 1 hour ahead of correct time. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit was currently incorrect and showing 1 hour ahead of the correct time. A technical support specialist dialed into the station and was able to see that the time and date were both incorrect. The time zone in powershell seemed to be right (cdt). The date and time were changed in the command prompt, and med application was opened, where the time change was confirmed. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: (B)(6).